Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 codes: health effect - clinical code - e1601 arthralgia.

Event description:
It was reported that signal loss over one hour occurred. On (B)(6) 2023 around 6 am the patient had no reading from his tandem pump display device. The display device showed an icon for signal loss. The patient checked the blood glucose (bg) it was showing 106 mg/dl and the patient took a 4-unit bolus of insulin. The patient reportedly turned off the pump. The patient did not check the dexcom app display device. Next, the patient experienced loss of consciousness and shoulder injury, and woke at 7:55 am to a ringing phone. A coworker was calling and called emergency medical service (ems). At 8:55 am, ems arrived, and the patient was disoriented. The bg taken by ems was showing 45 mg/dl and the patient was treated with 15 grams glucose gel. 15 minutes after treatment, the bg was 67 mg/dl and ems left. On (B)(6) 2023, at the time of follow up with the patient it was noted the patient's right shoulder was healing and his overall condition he was fine. Data was received for evaluation. However, the alleged product is not present within the investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.